Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 16) occurred during the load sequence. The customer's blood glucose level ranged from 239-240 mg/dl. Customer reloaded the same cartridge and was able to resume insulin delivery successfully.